Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device stopped working, even after waiting 30 seconds. A second hemopro 2 device was missing the silicone jaw boot when it was removed from the package. A third device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The devices have been returned to the factory and are being evaluated. A supplemental report will be submitted when the evaluations are completed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).